Event description:
A consumer reports via (B)(4) that she had essure inserted in 2007 and subsequently experienced unbearable pelvic pain. Reportedly, the left coil was embedded deeply in her uterus. The consumer underwent a hysterectomy on (B)(6) 2014 and when the coils were removed, they were "literally black."

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs